Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Additionally, an error b31 (scope communication error) had occurred in the image. A root cause could not be identified. Based on the results of the investigation, probable cause by irregular physical damage to the distal end or irregular electrical damage to the video connector¿s electrical contacts during handling, resulting in damage to the electronic components of the image sensor unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported no video image was displayed, during inspection for use for an unspecified procedure involving an olympus endoeye flex deflectable videoscope. There was no patient injury reported.